Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this pacemaker was intended to be used during a routine device replacement procedure. The device was handed to the physician but the chronic lead (unknown manufacturer) was not able to be successfully connected to this device. Therefore, a new non-boston scientific device was provided and the procedure was completed without complication. No adverse patient effects were reported. The attempted device was expected to be returned for analysis.